Event description:
It was reported that during a 100% stenosed, totally occluded, mildly calcified, narrow, right coronary artery stenting procedure, a xience v stent delivery system (sds) was advanced, but would not cross the lesion. The xience v sds was removed and a non-abbott stent was used successfully to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided. Quality assurance returned goods lab received the device with the stent not stationary on the stent delivery system balloon markers [loose].

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Analysis of the returned device noted that stent implant was loose on the balloon, however, it was confirmed by the account and clearly stated that the stent did not move off of the balloon markers on the stent delivery system during the procedure. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.